Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to cardiovert the patient. Additionally, during subsequent testing, the device powered on with no display. Complainant indicated that the clinician obtained another device to continue treating the patient and was successful. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing, power cycing, bench handling and shock testing without duplicating the report. The device was recertified and returned to the customer. The clinical files were not available as part of this investigation. Review of the device activity logs showed no abnormalities or errors and all shock events showed within specification. No trend is associated with reports of this type.